Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. Technical service completed at least 3 attempts to obtain the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow¿ covid-19 antigen card performed (B)(6) 2021 on a unknown sample. The customer reported that they have had a number of situations where the binaxnow covid-19 lateral flow rapid antigen test was positive on a symptomatic individual, but three subsequent pcrs were negative. No additional patient information, including treatment and outcome, was provided.